Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that on multiple occasions, the customer's blood glucose (bg) level has been erratic going as high as 300 mg/dl. The bg level was addressed with insulin injections and boluses. The customer has had a cortisone shot that may have contributed to some of the high bg levels; however, the cause for the past erratic bg events was unable to be determined.